Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, therefore a relationship between the product and the event reported was not established and a root cause could not be determined. No batch lot number has been provided therefore a review of the device history is not possible. Complaint history review indicated reports of similar allegations. Probable root cause maybe battery failure or connection issue. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt utilizing renasys go pump, the nurse was unable to charge the battery with the ac adapter connected to the device. The treatment was continued with a back-up device. The device will be returned to jp local service. The results will be shared after its completion. If necessary, we will ship the device to tuttlingen for evaluation. No death or injury was reported. Customer requires investigation letter. It occured while using the instrument, but there was no surgical delay. The procedure was finished using a smith and nephew back up device.